Event description:
A care giver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit. The tsr had the cg cycle power to clear the alarm. The tsr explained the alarm. The cg stated he noticed the bag on the blue clamp line was not properly connected. The cg planed to complete therapy using manual supplies. The tsr reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag was not properly connected. Cg states he noticed the bag on the blue clamp line was not properly connected, which caused the alarm. The lot number is unknown therefore a batch review was not performed. A labeling review finds the labeling adequate, despite the use error in this event. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. No further information is available at this time. Should any additional information become available, a follow-up report will be submitted.